Manufacturer narrative:
Updated: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, the patient presented with a horizontal aorta (angle 69 degrees). Pre-dilatation was performed with a 25mm non-medtronic balloon. Four recaptures were required during valve deployment due to the patient¿s anatomy. During the first deployment to 80%, the valve appeared shallow on the left coronary cusp. After a partial recapture, the second deployment to 80% resulted in the valve being too deep on the non-coronary cusp and left coronary cusp, leading to a full recapture. The third deployment to 80% showed the valve was slightly deep on the left coronary cusp. During an attempted deployment, the valve was observed to move towards the aortic position, prompting a full recapture. The fourth and final deployment resulted in successful valve placement with no paravalvular leak, no aortic insufficiency, and a mean gradient of 0 measured on hemodynamics. A transthoracic echocardiogram performed post-procedure showed no effusion or paravalvular leak. Additional information was received that clarified on the third deployment attempt, the valve was dislodging aortic while attached to the delivery catheter system (dcs) which allowed for recapture.

Event description:
It was reported that during a transcatheter aortic valve implantation, the patient presented with a horizontal aorta (angle 69 degrees). Pre-dilatation was performed with a 25mm non-medtronic balloon. Four recaptures were required during valve deployment due to the patient¿s anatomy. During the first deployment to 80%, the valve appeared shallow on the left coronary cusp. After a partial recapture, the second deployment to 80% resulted in the valve being too deep on the non-coronary cusp and left coronary cusp, leading to a full recapture. The third deployment to 80% showed the valve was slightly deep on the left coronary cusp. During an attempted deployment, the valve was observed to move towards the aortic position, prompting a full recapture. The fourth and final deployment resulted in successful valve placement with no paravalvular leak, no aortic insufficiency, and a mean gradient of 0 measured on hemodynamics. A transthoracic echocardiogram performed post-procedure showed no effusion or paravalvular leak.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.